Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection was performed to companion samples and was found acceptable no damage was observed. The samples were found acceptable. In addition, a functional test was performed to companion samples with the cycler machines and no issues were detected. The report event could not be confirmed.an investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that their safe lock apd luer lock connector keeps opening during treatment and they have contracted peritonitis for the 3rd time in 6 months. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient did experience a loose connection between the fresenius stay safe apd connector and the icodextran bag on (B)(6) 2019. However, the nurse stated this did not result in any adverse events or peritonitis